Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (australia) the patient experienced discomfort at the ipg site when lying down. As a result, the patient underwent repositioning of the ipg deeper in the left buttock pocket on (B)(6) 2018, resolving the issue. Ipg implant date is unknown.